Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient started treatment with intraperitoneal cefazoline (2g daily) and intraperitoneal gentamicin (80 mg daily) for peritonitis. Eight days later the cefazoline and gentamicin were discontinued due to the patient not responding to treatment. That same day, the patient was to have the pd catheter removed and switched to hemodialysis. Also that same day, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.